Event description:
It was stated that the patient wanted to deliver a bolus, but when the patient pressed the up arrow, the numbers continued ramping up. It was stated that the patient tried pressing esc and act, but the screen froze. The patient changed the battery several times, but the buttons were unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No ramping number or frozen display was noted. The insulin pump had a cracked reservoir tube and a cracked reservoir tube lip.